Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, the atrial lead exhibited loss of sensing. Review of the electrocardiograms showed intermittent loss of sensing during atrial fibrillation episodes. The physician elected to reprogram the device and disable atrial sensing. No symptoms were reported.